Event description:
It was reported that during a laparoscopic cholecystectomy endo clip out of the kit was malfunctioning in the following ways. 1) clip not closing distally. 2) clips were scissoring as clips not closing all the way flat. There was no pt consequence. Three devices returning. Two devices discarded.